Event description:
The customer reported that the left monitor on the stenoscop system was not working. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The left monitor was replaced. The system operates as intended.